Event description:
It was reported that the console did not display the rpms while a burr is rotating. A rotablator rotational atherectomy system console kit and rotalink burr were selected for used. Initially, the burr did not spin and the rpms did not display. A second burr was opened, but the console did not display the rpms while the burr was rotating during the procedure. The same device was used to complete the procedure. There were no patient complications reported.